Event description:
During catheterization procedure, pt had a sheath in groin attached to a pressure bag. The fluid in bag emptied quickly into the pt and second bag was hung. The second bag also quickly emptied. The pt became very short of breath and was transferred to the ICU. This was not a single-use device that was reprocessed and reused on a pt.